Manufacturer narrative:
Concomitant medical products: product ID: a3sr01, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) set screw was loose and would not fix the lead in the header. The ipg was removed and replaced. No patient complications have been reported as a result of this event. It was later reported that lead had a loss of capture due to the set screw issue. No patient complications have been reported as a result of this event.